Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely the phenomenon occurred when an abnormality was detected in the internal circuit. The cause of the internal circuit malfunction is likely to be the failure of the pressure sensor mounted on the main board. The cause of the failure of the pressure sensor mounted on the main board is likely to be due to any of the following process errors: (1) oxygen entered the device and the electrode of the pressure sensor was oxidized and corroded. The wiring inside the pressure sensor was peeled off due to oxidation corrosion. (2) because foreign matter (epoxy) had adhered to the mounting of the component due to a mistake, the wires inside the pressure sensor had peeled off due to adherence of the foreign matter (epoxy).

Manufacturer narrative:
The referenced unit was returned to the service center. The evaluation found the unit made an audible alarm and the front panel turned off during testing. The main board component was determined to be defective. A review of the unit's repair history shows no previous repair records. The unit was purchased on (B)(6) 2016. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During an unspecified procedure, the high flow insufflation unit reportedly "completely powered off and shut down." No death or serious injury was reported.